Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an open colectomy the device would not fire. It is unknown on which firing this occurred. The procedure was completed by hand sewing the anastomosis and there were no patient consequences reported. The device was discarded.